Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient experienced cylinder erosion with an inflatable penile prosthesis (ipp). A revision surgery was performed in which the existing preconnected cylinders and pump were removed and a new set was implanted. There were no device malfunctions associated with the explanted device. The patient did not experience further adverse events and did not need further intervention following the procedure.